Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a sterile breach of the bd¿ pen needle sterile single use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned 138 bd 7mm, 23g pen needles from lot # 6111747. Customer states that the label is not adhering to the needle cover. Thirty out of 138 pen needles were examined and all exhibited a partially open tear drop label that exposed the np end of the pen needle. A review of the device history record was completed for batch # 6111747 all inspections were performed per the applicable operations qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. This type of damage is consistent with previously identified damage to covers at station 35 on the production line. At station 35 the covers are fully seated and leveled in the nesting platform with the seating wheel. If the cover is oriented in the platform at an angle, it is possible the seating wheel could damage the cover during the leveling process. The damaged cover could still be properly seated in the nesting platform and thus would complete the assembly process. As part of continuous improvement, this station was equipped with a sensor to detect when a cover is not seated properly (installation complete 05 apr 2017). When a part is noted to not be seated correctly, the production line stops until the part is cleared and the line resumed by an operator. CAPA (B)(4) was initiated by the (B)(4) plant to address customer complaint causes received for the oasis pen needle product line, including some of those identified within this report. Implementation of corrective/preventive actions is currently pending.